Event description:
Patient scheduled for endometrial ablation for dysfunctional uterine bleeding. D&c perfomed by physician. Balloon device prepared and inserted into patient. During routine heat up procedure, the machine reached 84 degrees, and the overheat alarm went off. The machine signaled "overheat alarm" error #6106. The balloon was removed and the procedure was aborted. A new balloon was obtained and prepared with same result. A new multi-use cable (umbilical cable) was then obtained and the procedure was attempted one last time with the same signal. The procedure was aborted.